Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99135. Supplemental rationale corrected data: b5, h1, h6, h11 1 event was previously reported during the reporting quarter; however, - 1 previously reported event was included under MFR report # 3015967359-2025-99171 but should be included under this report. - 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Evaluation findings (results/components) 1 device: wear problem / bearings, adhesive, rod/shaft. 1 device: wear problem / bearings. Product disposition 2 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 2 events for the failure: detachment of device or device component. - 1 event had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 device was received. 1 device investigation type has not yet been determined. Additional information: 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 events for the failure: detachment of device or device component. 1 event had problem identified during non-clinical procedure; there was no patient involvement. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99135. Supplemental rationale, corrected data: b5, h1, h6, h11. 2 events were previously reported during the reporting quarter: however, - 1 event was reported in error. - 1 previously reported event is included in this follow-up record. Product return status, 1 device was received. Evaluation findings (results/components), 1 device: wear problem / bearings, adhesive, rod/shaft. Product disposition, 1 device: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 1 event for the failure: detachment of device or device component. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.